Event description:
It was reported that the user experienced a hypoglycemic event of unclear cause while using the ilet system, and no device alerts or alarms were reported. Symptoms included low blood glucose consistent with hypoglycemia, for which the user self-treated with oral glucose. Outcomes included resolution at home without escalation of care. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed no device malfunction reported and no identified device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence